Event description:
It was reported to philips that the flexvision pc failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that flexvision pc failed to boot up. Review of the log files shows the connection to the flexvision-pc is lost. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the flexvision pc was not displaying. The philips field service engineer (fse) visited onsite, visually checked and found that the issue with flexvision pc. To resolve the issue, fse replaced the flexvision pc and reinstalled software. The defective parts were returned for analysis, for flexvision pc, malfunction was not observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.